Event description:
Pt had discomfort around knee after falling. Revision surgery revealed wear at anterior medial and posterior portion.

Manufacturer narrative:
Evaluation results suggest that this event is associated with abnormal tracking of the femoral component on the insert.